Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on 02/06/2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. It was reported that months after implantation the patient experienced pelvic pain, increased urinary incontinence and dyspareunia.

Manufacturer narrative:
(B)(4). Additional narrative: on (B)(6) 2011 and (B)(6) 2012, the patient reported experiencing pain, urinary frequency, dyspareunia, pain with defecation and pain when sitting. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00544. The same patient is represented in each medwatch.